Event description:
Aspen surgical received a report from the end user indicating that a surgical needle broke during a procedure. All pieces were recovered. No injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that the surgical needle broke while in use. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was not provided for review. As no samples or pictures were provided, investigation was limited. However, based on similar previous complaints where samples were returned, it is suspected that user error in holding/clamping the needle may have caused the breakage. This should be treated as the final report, however if any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.